Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was intermittently experienced during the fill process. Reportedly, customer either changed the cartridge or continued using the existing cartridge to resolve the issue. There was no impact to the customer's blood glucose level.